Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a non-working stimulator that they could not use to access MRI mode for an unrelated MRI. No further complications were reported.